Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Event description:
Customer's daughter reported that approximately two weeks prior to calling customer service on (B)(6) 2011 customer received a reading "around" 200 mg/dl on his freestyle freedom lite blood glucose meter. She further reported that approximately 2-3 hours later he experienced a loss of consciousness. Paramedics were called, received a reading of "34 mg/dl or 35 mg/dl" on their unknown brand of meter and administered an intravenous infusion of unknown type. The caller did not know if the customer self-treated with a prescription medication. No other self-treatment was reported. There was no report of death, serious injury or mistreatment associated with this event.